Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for out-of-range / high superior vena cava (svc) defibrillation coil impedance when the impedance exceeded the programmed upper alert level. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead, rv defibrillation coil impedance was rising. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.